Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 for dismantling. Approximately 3 years after the primary surgery. No information on product explanted. The surgeon implanted 40+9 humeral cup, centered glenosphere, stem, four screw , post extension, glenoid baseplante.